Event description:
It was reported "during the procedure, rn inserted the catheter.. Went in smoothly¿went to flush it and felt resistance. Removed the catheter to trim it, removed the guide wire and it was bent". Patient who had increased IV therapy needs, requiring central access.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu2457 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (refu2457) have been reported from the same facility.